Manufacturer narrative:
(B)(4). The device was manufactured between february 27, 2014 and march 4, 2014. Evaluation summary: baxter received the unit for evaluation. Visual inspection noted white particles between 0.30 to 3.60 mm in size, floating in the fluid of the bladder, in the fluid path. The particles were identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter within the bladder. This was identified during filling with an unspecified drug. There was no patient involvement. No additional information is available. This is report 1 of 5.